Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that there was overstimulation and stimulation in an undesired location. The patient decided to turn the stimulation on one day because his back and legs hurt. It was stimulating everything. Everything downstairs was being stimulated and it hurt to have it on. He said it was ¿shooting stimulation where the sun don't shine.¿ this was reported to have occurred on (B)(6) 2016. The patient turned it off because it was too tense for him right now. The patient saw the manufacturer representative and the doctor and one of the manufacturer representatives took all the programs out. He said that they said they can't do diagnostic tests on the programs now because they are all gone. The doctor took an x-ray and the leads looked fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.